Manufacturer narrative:
The sample will be sent for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 04/10/2009.

Event description:
The hospital pharmacist reported that the infusion cannula could not be connected to the system. A new pack had to be opened. The surgeon had to perform a supplementary incision with a fourth sclerotomy required. The surgery was prolonged by five mins. The outcome of the event was reported as good.